Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable lactate/lactate stat result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result from the module was 0.300 mmol/l. The repeat result from another line was 8.000 mmol/l. The repeat result from the module was also higher. The nurse questioned the low result as the previous result was critically high, prompting the patient sample to be rerun. The repeat results matched the patient's history and were deemed correct.

Manufacturer narrative:
The field service engineer (fse) inspected the module and determined that the damaged and leaking detergent lines and the water intrusion alarms on mixers had caused the event. He then replaced the rinse mechanism tubing and reagent mixers and adjusted the mixer shield on the cuvettes. He verified the module's performance through operational, mechanical, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.